Event description:
It was reported that an endotracheal tube (ett) exhibited cuff/pilot balloon failure during use, resulting in an air leak and loss of ventilator volumes. The ett was exchanged.

Manufacturer narrative:
It was reported that an endotracheal tube (ett) exhibited cuff/pilot balloon failure during use, resulting in an air leak and loss of ventilator volumes. The ett was exchanged. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.